Event description:
I have continued to f/u with pt during her inpatient stay at pch. She had a pump malfunction today on one of the pumps. It continued to display "blockage detected" then displayed "pump malfunction", then shut off. No further info provided. Reported by (B)(6) (pt's nurse), (B)(6). The reported product fault occurred while in use with a pt. Replaced the device. Dates of use: from (B)(6) 2017 - current. Diagnosis or reason for use: pah.